Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cassette leaked during priming. The device was wet at the front site. The leak could not be localized. The issue was noted before surgery begun. There was no patient harm. A product sample has been requested for evaluation.

Manufacturer narrative:
The lot complaint history was reviewed; the device history record shows that the product was released per specifications. The returned used cassette was visually inspected and surgical residue was observed in the drain bag. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A console representing a current software version was then used to test the sample. The sample could prime, tune, and pass intraocular pressure (iop) calibration successfully. No anomalies or fluid leakage was observed during priming. No system message code was generated during testing. The drain bag was filled with fluid and no leakage was observed. Furthermore, no leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer, cassette, or tubing manifolds furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The sample functioned per specifications. The manufacturer internal reference number is: (B)(4).